Event description:
It as reported patient underwent hip revision approximately 9 years post-implantation due to pain, elevated ion levels, metal poisoning, metallosis, malposition of the acetabular shell, peudotumor, pseudocapsule, adverse local tissue reaction, subluxation, instability, limb length discrepency and corrosion around the trunnion. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products : item number: 11-173661, item name: m2a magnum head, lot #: 049930, ha bimetric/x por nc std 13mm, pn x21-180313, ln 461530. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08506-2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 11-173661, item name: m2a magnum head, lot #: 049930; item number: x21-180313, item name: bimetric femoral stem, lot #: 461530. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08506. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It as reported patient underwent hip revision approximately 9 years post-implantation due to pain, elevated ion levels, metal poisoning, metallosis and limited range of motion. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.